Event description:
On (B)(6) 2014, at 03:15pm est, a lay user/reporter, a sister of the patient, was contacted by the customer care advocate (cca) in response to an online information request to lifescan (lfs) from (B)(6) 2014. This complaint is being classified based on information obtained by the cca and a review of the call recordings by the medical surveillance specialist (mss), as the reporter was not available to provide information when follow-up attempts were made by the mss. Two follow-up attempts were made by telephone on (B)(6) and (B)(6) 2014 and subsequently a letter was sent to the reporter on (B)(6) 2015 asking her to call a toll-free number to provide additional information. The cca called the reporter on (B)(6) 2014, at 03:15pm est. During the call, the reporter stated that the patient had been hospitalized, but did not provide information on what hospital he had been admitted to, the date of admission or the reason for admission. The reporter claimed that, because of the issue with the subject meter, she had bought a new meter (unknown make or model) and that the patient had obtained a blood sugar reading of ¿24¿, but did not provide information on the units of measure, when the reading was obtained or what meter the test was performed on. The reporter detailed during the initial online request that the patient currently manages his diabetes with oral medication and performs a blood glucose test four or more times daily. It is unknown what changes, if any, the patient made to his diabetic management regime in response to the alleged issue. The reporter did not specify if the patient developed any symptoms or if he received any treatment prior to being admitted to hospital. On (B)(6) 2014, at 11:30am est, the cca called the reporter with follow-up questions sent by the mss in order to obtain further information. During the call the reporter stated that the patient had ¿passed away¿ the previous night ((B)(6) 2014) and that the subject meter ¿wouldn¿t read right¿. The reporter did not state the cause of death. No further information was provided surrounding the nature of the meter issue. The meter serial number or test strip lot number were not provided by the reporter and the cca was not able to perform troubleshooting during the call. This complaint is being reported because the reporter claimed that the patient was hospitalized and subsequently died after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of any new information or of product(s) that do not pass inspection in a supplemental report.